Event description:
After moving from dexcom g6 to dexcom g7 cgm I have had 4 out of 5 fail rate with 3-digit wrong cgm blood glucose reading and or 50% fail connection readings to my dexcom g7 app and t-slim insulin pump. This has cause life threatening data being send to my 24/7 insulin pump and wrong reading on if I am having life threatening blood glucose lows. Wrong data send to my dexcom app compared blood strip test. 146 glucose test strip reading actual vs g7 50. Dexcom g7 readings are off by 100 blood glucose readings reading 100 too low or 100 too high.